Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had underfill. This occurred on 50 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿the tubes when filled in, it does not have enough vacuum, so there were underfilled tubes".

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had underfill. This occurred on 50 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿the tubes when filled in, it does not have enough vacuum, so there were underfilled tubes."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, customer samples could not be tested due to tubes being expired. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for underfill with the incident lot was observed however the tubes were expired at the time of use. Root cause description: based on the investigation, a root cause could not be determined, however the tube expired 31st july 2018. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.